Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for out of range hv lead impedance was observed. During the follow-up, hv lead impedance measurements were within range. No other electrical anomalies were noted. The lead remains implanted.